Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for ise indirect na, ci for gen.2 (sodium, chloride) on a cobas 6000 c (501) module - c501. The customer mentioned that a similar issue occurred one week prior, but could not provide any additional details. The initial values were reported outside of the laboratory. The sample was repeated on a different analyzer and the repeat results were believed to be correct. Corrected reports were issued. The sample initially resulted with a sodium value of 123 mmol/l, which repeated as 142 mmol/l. The sample initially resulted with a chloride value of 129 mmol/l, which repeated as 106 mmol/l. The patient was not adversely affected. The sodium and chloride electrode lot numbers and expiration dates were asked for, but not provided. The customer stated that there have been no issues with calibration or controls. The field service engineer could not determine a cause. He stated that there may have been a sampling issue. He performed a system check and found that the sample probe tip was coated with gel. He cleaned the sample probe. He checked the electrode block and all was ok. He performed a mechanism check and there were no problems found. He performed an ise check and all results were within specifications. The customer ran calibration and controls; results were within their specifications. Precision studies were performed and all results were within guidelines. The analyzer was performing within specifications. The investigation was unable to find a definitive root cause.